Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated an alert for lead impedance out of range. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited low impedance measurements, causing a polarity switch to occur. It was further noted that the impedance had been showing a decreasing trend. The lead remains in use. No patient complications have been reported as a result of this event.